Manufacturer narrative:
The company opened a CAPA to investigate late reporting issues. After a retrospective review, this complaint was found to be reportable to the us FDA and is therefore reported now.

Event description:
It was reported that after some minutes the programmer was found freeze and it was not possible to turn it off.